Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that some "unknown pump failure" occurred which led to an early replacement of the pump. No patient symptoms were reported. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. It was noted there was surgical intervention planned for (B)(6) 2018. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2018. It was reported that the cause of the "unknown failure" was unknown as the representative had been disinvited from the case and a competitors product had been chosen for the replacement. The status of the device was unknown. No other information was available and no other information would be able to be gathered. No further complications were reported.